Event description:
The patient reported that she had 2 implantable neurostimulators (ins) from advanced neuromodulation systems inc. It was noted that the patient's "leads had snapped" with the initial ins. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)